Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision procedure was performed on (B)(6) 2014 due to the trochanteric fixation nail helical blade cutting through the head of the femur. The original implant procedure was performed on an unknown date. At some point after original surgery date, it cut through the head. The surgeon removed the hardware and complete construct and revised to a hemi or total hip. The procedure was successfully completed with no patient injury reported. This is report 2 of 2 for (B)(4).